Manufacturer narrative:
The reported event of noise was confirmed. The device was not returned for analysis; however, session records were returned. Analysis of the session records indicated noise. The cause of the reported event remains unknown.

Event description:
It was reported that during an unrelated procedure, the right atrial (ra) lead came out while explanting the right ventricular lead. The ra lead was explanted and replaced. There were no complications to the patient.